Event description:
A pump was returned to the manufacturer that could not be aspirated on the back table during an implant procedure. The device was never used in a patient.

Manufacturer narrative:
(B)(4).